Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported she was training a user on the cycler when a leak was discovered following the demonstration. No pt was connected to the device during this training. When she opened the cassette door she found the leak. The nurse was aware that the cassette she used was expired. She reported all product from this lot is sequestered and is not used on pts. The set was retained and is being made available for eval.